Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd4 twin bag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis manifested by abdominal pain and turbid effluent and was hospitalized. The patient reported experiencing diarrhea before the onset of the peritonitis. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. The cause of the peritonitis was unknown. The outcome was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.